Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air and fluid in line) that appeared on the homechoice (hc) display during previous therapy. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp verified that there were no leaks and no unused lines. The hp stated that he disconnected himself after he got the alarm. The hp did not reconnect. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up with the nurse regarding the alarm, it was revealed that the home patient (hp) does not report much of anything to them so she doubts that it was reported. The nurse stated that there was no patient injury or medical intervention with the hp around this time frame and that the patient continues therapy at this time.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for system error (se) 2267 alarm (air and fluid in line) was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 (air and fluid in line) alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.